Event description:
It was reported that the instrument tracker fell apart during testing at the healthcare facility. It was reported that a screw was missing from the tracker, and that the event was noticed when the tray was opened for testing the device prior to a procedure. It was reported that a backup device was available. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the instrument tracker fell apart during testing at the healthcare facility. It was reported that a screw was missing from the tracker, and that the event was noticed when the tray was opened for testing the device prior to a procedure. It was reported that a backup device was available. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was repaired and placed into stock at the manufacturer.